Event description:
It was reported that following a pocket revision procedure (MFR number 3006630150-2021-06744), the patient was having difficulty charging the ipg as the device was implanted deeper. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The patient was doing well postoperatively and explanted ipg was discarded by the medical facility.